Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown particles, wear abrasion. Leak test was performed and found opening on posterior and anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool on posterior and anterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior and anterior side due to surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device has been explanted.